Manufacturer narrative:
The data log information was reviewed. It revealed that the tip was used for 537 treatments. The tip passed flow and thermistor testing. The tip failed the visual test due to dielectric breakdown being present. Based on the evaluation of the data, the system and hp performed as designed. The investigation is ongoing.

Event description:
During a thermage treatment, two flashes of light were observed from the tip.

Manufacturer narrative:
Investigation found damage to tip membrane may be caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Manufacturing records showed all requirements were met. No harm to the patient was indicated. Photographic evidence confirmed burn-through of the flex circuit membrane during treatment tip evaluation. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. In addition, product design changes will be considered to further reduce the probability of a cracked rf trace, implementation of which will be conditional based on successful verification activities.